Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1094 showed 68 other similar product complaint(s) from this lot number.

Event description:
It was reported that the plastic packaging is deformed and peels off, which leads to the loss of sterility of certain needles. It was stated this occurred with 29 needles. This report addresses the 24th needle.